Manufacturer narrative:
Event date is estimated. Continuation of concomitant medical products: product ID 3889-28, lot# va1mqas, product type: lead, ubd: 15-dec-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had called to request a new ID card be sent to them as they'd been in a car accident and the car rolled and the card fell out. Asked if the accident had impacted their device/therapy in any way and the patient stated they knew it had been impacted by the accident because it wasn't "working" and it wasn't on. The patient then stated there had been 2 car accidents. The first one had been in (B)(6) 2021 and then they were in another car accident in (B)(6) 2021 and that they thought it was the second car accident that stopped the system from working. The patient stated then 2 months ago, (it was around the middle of (B)(6) 2022) the patient had a terrible fall where they went 6 feet in the air and landed flat on their back and that thought that was what "knocked the leads loose," and that's when the leads were "not connecting." The patient stated they were not able to connect to the ins at all now and couldn't get their programmer to read "any of it". The patient stated they had "sciatica nerve bad" in addition. The patient stated they asked the new neurologist who they were seeing for their injuries if the neurologist couldn't just tell them if a disc was compressed on their nerve and the neurologist told them they didn't want to move on with the MRI until the patient could get an ID card and the patient stated they were in a lot of pain. Reviewed MRI compatibility. The patient named their managing health care provider (dr. Weitzel) (hcp) on record when patient services asked who their hcp was however the patient stated they hadn't seen that hcp in a long time so they weren't sure if the hcp was still practicing. Sent the patient hcp listings as well. The patient stated they needed an MRI so reviewed the option for system removal and that ultimately it was the hcp's call and the priority was the patient's safety. The patient was going to reach out to a urologist to check the implanted system and to address their issues.

Event description:
Additional information was received from the patient. They reported that their device has been off and not working since they slipped and fell over the summer. They need an hcp that supports their device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date for lead was not included, adding to report. Continuation of d10: product ID 3889-28 lot# va1mqas implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.